Event description:
It was reported by an ecp (eye care practitioner) that a consumer was diagnosed with an ocular infection. No details of the infection were provided, and it cannot be determined if the infection is conjunctivitis and/or a corneal ulcer. A reasonable and good faith effort was made to obtain additional information about the diagnosis and the consumer's outcome without results. This event is being reported out of an abundance of caution based on the diagnosis in the absence of medical information.